Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿keeps clicking on and off and saying scope is not supported¿ occurred due to a faulty charged coupled device (ccd). As to the faulty charged coupled device (ccd), it is likely that it was broken because water entered from the cable cut part. The event can be detected/prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the not supported issue was due to a faulty charged coupled device. The device failed the leak test due to a small cut on the electrical cable. The electrical cable also had kinks. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head kept clicking on and off and saying scope not supported. The issue was found during preparation for use in a therapeutic cystoscopy, bilateral stent exchange procedure. The procedure was completed with another of the same device and a fo light. There were no reports of patient harm.